Manufacturer narrative:
Device evaluation: the intraocular lens was not returned to the manufacturing site. Therefore, an investigation could not be performed and the customer's reported event could not be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Implant and explant dates: if implanted or explanted; give date: na (not applicable) the lens was removed and replaced within the initial procedure. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that pcboo intraocular lens (iol) was removed from patient's left eye as the capsule tore. Reportedly, the capsule tear was related to patient anatomy and not related to the lens. Sutures were done and incision was enlarged. A 3 piece lens was implanted. No further information was provided.